Manufacturer narrative:
Event of clip would not release from catheter. The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental MDR will be filed.

Event description:
It was reported to boston scientific corporation on (B)(6) 2013 that a resolution clip device was used for hemostasis during a colonoscopy performed on (B)(6) 2013. According to the complainant, during the procedure, the clip would not deploy. The procedure was completed with another resolution clip device. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported as stable.